Event description:
It was reported by the rep that the device was used during a esophagogastrectomy procedure. It was reported that the cdh21 stapler was used to reanastomose esophagus to stomach. Anvil was purstringed into the esophagus. The cdh was passed through a small gastrostomy, connected to the anvil, aproximated, and fired. No staples formed, and no cutting took place. The surgeons used suture to finish the case. There was no pt consequence.